Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states, "the defect occurred during use - it was not possible to use the clips because they were not pushed on correctly by the carriage and were only ejected at an angle and unopened. The patient did not suffer any damage or injury - the few needles that were clamped were of course removed immediately". As a result, a new stapler from a different manufacturer was used to complete the procedure.

Manufacturer narrative:
(B)(4), the complaint of misfire/jamming-multiple staples firing was confirmed from the sample returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. To simulate insertion into the skin, the 10 staples were fired into a simulated skin pad. Several staples did not form properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. An investigation within teleflex was initiated to further evaluate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states, "the defect occurred during use - it was not possible to use the clips because they were not pushed on correctly by the carriage and were only ejected at an angle and unopened. The patient did not suffer any damage or injury - the few needles that were clamped were of course removed immediately". As a result, a new stapler from a different manufacturer was used to complete the procedure.